Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung cancer related to CPAP device's sound abatement foam. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and caused lung cancer, other device complaint, other harm/injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in the base unit. Manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, sd cover flip door, accessory module flip door, control dial, keypad,blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Manufacturer technician observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath.